Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that during deployment interaction with the anatomy and/or other devices resulted in the reported stent break; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The treatment appears to be related to the operational context of the procedure as a supera stent was implanted inside the absolute pro ll stent to push the fractured parts of the stent into the vessel wall. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with moderate calcification and no tortuosity. The 7.0x120mm absolute pro ll self-expanding stent (ses) was implanted, however, it was noted that the stent fractured without any separation through angiogram. Another supera stent was implanted inside the absolute pro ll stent to push the fractured parts of the stent into the vessel wall. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.